Manufacturer narrative:
P-cap locked in place properly during testing. Proceeded by using a new battery cap and a new battery. Unit powered up properly after battery installation. Unit was downloaded successfully using thump software for reference. During download history review, critical pump error 63 was found in adapt (main error log). During testing, unit alarmed pump error 43 during rewind. Unable to proceed with displacement test due to persistent pump error 43 alarm. Pump passed sleep current measurement, active current measurement, and self-test. No blank display, low battery alarms, or unexpected battery power loss noted during testing. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Proceeded by cutting unit open and performing a visual inspection on electronic assemblies and connectors. Per visual inspection, corrosion was found on the motor flex connector gold traces and on pcb1, including on motor connector, around external battery connector, and on lcd flex connector gold traces. Corrosion was also noted on pcb2, around lcd flex connector. Pump error anomalies were caused by corrosion on electronic assembly. Unit was also received with the following cosmetic damages: cracked case (battery tube), broken battery tube threads, cracked case, cracked keypad overlay, keypad overlay peeling, scratched case, and pillowing keypad overlay. In conclusion, customer allegation of blank display was not confirmed when unit powered on successfully after battery installation. However, allegations of unspecified alarm were confirmed when critical pump error 63 was noted in adapt (main error log), in addition to persistent pump error 43 alarm during testing. Pump errors were caused by corrosion on electronic assembly. Isolate to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer alleged an error message on the pump and then it turned off and replaced the battery but the pump doesn¿t turn on. The customer reported no adverse event. The event involved product mmt- 1886. Troubleshooting was not performed and issue was unresolved. No harm requiring medical interventions were reported. The customer will discontinue pump use and revert to back up plan as per health care professional instructions. The product mmt- 1886 will be returned for analysis.